Event description:
Customer reported that the unit hangs up and does not go past self test. No reported pt involvement. Service representative was able to duplicate reported condition. The device was repaired and proper operation confirmed.